Event description:
Appears to be occasional undersensing on the atrial lead on stored ah rs at times." Lead manufactured by st jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).